Event description:
Reportedly, during pt use, there was no back up ventilation during the spontaneous mode. The pt was manually ventilated during the transfer to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt info was not provided.